Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a generator change, externalized conductors were observed via fluoroscopy. The lead is electrically stable and functioning normally. The physician elected to keep the lead active and continue to monitor. Patient reported in good condition following procedure.